Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system displayed a please wait error message and would not boot up. No pt injury was reported.